Event description:
Related manufacturer reference number: 2017865-2023-18882. It was reported that the patient presented to the hospital for a follow-up after the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks. During examination, it was noted that the inappropriate shocks were delivered due to unspecified over-sensing on right ventricular (rv) lead. There was no change made to the device or the rv lead. The patient expired due to this event.